Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the sterile packaging of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.